Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported event of the device operating different than expected was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
(B)(4) received that states: the patient underwent procedure for "aortogram with right leg runoff and angioplasty right perineal artery on (B)(6) 2014 under conscious sedation with contrast "visipaque 69 mls". The physician reported in operative note "the arteriotomy we attempted to close it with a 6-french starclose system which failed. We held pressure at the site for 15 minutes and a sterile dressing was applied. The patient tolerated the procedure well. Documentation from the reporting surgical nurse was "starclose attempted to use and did not fire correctly. (B)(4). There was no apparent injury. Just were unable to use." Further documentation in the operative report revealed the "starclose did not: deploy properly and was not implanted in the patient." No other information reported.